Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer called to inquired why the pump displayed a fill estimate of over 300 units of insulin after loading a cartridge with 440 units of insulin. Tandem technical support explained insulin gauge calculations and that the fill estimate was accurate. The customer's blood glucose level was 265 mg/dl, which was addressed with a correction bolus. Additionally, during a follow-up call on (B)(6) 2016, the customer confirmed that after delivering a 10.5 units bolus and basal delivery, the insulin gauge recalculated to a new accurate fill estimate.